Event description:
It was reported that an alert was triggered due to noise and short interval counts (sic) on the right ventricular (rv) lead. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory observed noise on the egm (electrogram) waveforms. Per released product engineering, does not suspect device issue based on evaluation of save to disk information. Confirmed noise on egm. Concomitant product: fr995-23 tissue valve implanted: (B)(6) 2003. (B)(4).